Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the graphic user interface (gui) to breath delivery (bd) cable to resolve the issue. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, a ventilator lost communication between the graphic user interface (gui) to breath delivery unit (bdu). There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem caused by a fracture caused by external force. If information is provided in the future, a supplemental report will be issued.